Event description:
It was reported that the pace/sense portion of a defibrillation lead had electrical noise. On explant noise could not be reproduced, therefore the lead and device were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.